Event description:
Customer reported that a falsely elevated creatinine result of 8 was reported to the physician. User protocol to re-run elevated creatinine results or results that do not correlate with the bun result, was not followed by the user. This result was elevated and did not correlate with the pts bun. A re-test is normally requested under these circumstances and a single elevated creatinine result would not be likely to result in treatment. For reasons that are not currently known, the physician initiated dialysis treatment based on the single elevated creatinine result.